Manufacturer narrative:
The handpiece cord was received at the MFR for eval, and the reported condition of the cord causing a device to run on its own was duplicated. Based on the investigation details, the likely cause was the wedge part of the cable. The wedge lost its locking ability due to a dimensional change from autoclaving and use, which would not allow the handpiece to properly engage to the cable. The cord was scrapped.

Event description:
It was reported that the handpiece cord caused a device to run on its own during an on-site maintenance visit at the account while the equipment was being tested. There was no pt involvement. No injury was reported, and there were no other adverse consequences reported as a result of this event.